Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the pressure setting was out of specification. Incorrect pressure/vacuum in the fluidics system can lead to probe drip. Repairs have returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped and the dilution cup overflowed during type and screen testing. Contamination of reagents occurred as a result of this incident. Information was not provided regarding possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.